Event description:
It was reported to philips that the system did not turn on, it was stuck at the blue screen. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not turn on. Upon troubleshooting with the customer, the rse determined that the flex vision pc failed to start up. To resolve the issue, the rse advised the customer to manually power on the flex vision pc, followed by a full system restart. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation results code was corrected.